Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was for short study. Technical support logged into customer's pc and uploaded the study. The procedure will have to be repeated. The recorder was looked at by the sales representative and it is working. Technical support is requesting a capsule replacement for the customer. There was no patient or user harm due to the alleged device malfunction.

Manufacturer narrative:
The accuview graph from the study was returned for evaluation. The total time of the study was 00:03 hours as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to be at normal values throughout the study. Because information sent from the customer includes only accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.